Event description:
The institution reported the port had been implanted in the upper arm between the biceps and triceps of a very muscular pt using the basilic vein for introducing the catheter. After five mos implant time, the catheter was reported to have fragmented at a point about five centimeters distal from the portal. The port and the distal fragment were removed without complication.